Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and it was discovered the communicator was not yet setup. Technical services sent the patient setup instructions. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information has been requested but was not provided at this time. This device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and it was discovered the communicator was not yet setup. Technical services sent the patient setup instructions. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information provided this patient was subsequently seen in clinic. It was determined the device needed to be updated in latitude. This update was completed successfully. This device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.